Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) during recapture a tine and the main unit caught on the tricuspid tendinous chord so the delivery system had to be repositioned and the leadless ipg had to be pulled out with a tether traction. One tine was protruding from the epicardial side of the free wall, so it was repaired from the epicardial side. The tether was running to rub the underside of the tricuspid valve, and that may have caused the main unit to become entangled in the tendon cord when it was pulled. A new leadless ipg was implanted successfully. Immediately after the procedure, the echocardiogram and computerized tomography (CT) scan showed no problems, but the patient's condition worsened and a reexamination confirmed that the tricuspid valve was impaired and tricuspid valvular insufficiency was noted. The patient experienced palpitations and chest discomfort. The tricuspid chordae tendineae were ruptured due to the procedure, a high tricuspid regurgitation and rise in right atrial pressure associated with it led to continuous hypoxemia due to a large amount of blood flowing from the right atrium to the left atrium via patent foramen ovale (pfo). . A thoracotomy was performed. Tricuspid valve replacement and pfo closure were performed. The second leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.